Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA by 04/24/2011.

Event description:
The customer called stating that the system is down because it is constantly rebooting.